Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie pocket in drawer 5 was not opening and failed. An error message stating "drawer failed to stay closed" even when the drawer was closed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was unrecoverable after a cubie pocket would not open. A field service engineer contacted the site point of contact, discussed the issue, and guided them to inspect the rear of the cabinet, where they were able to clear the jam preventing the drawer from opening properly, and the user then verified operation with inventory and scan/loads. The system functioned as intended after the field service engineer repaired the device.